Manufacturer narrative:
The device had not been returned to the manufacturer at the time of this report. A supplemental report will be sent if the device is received.

Event description:
It was reported that at the beginning of a laparoscopic appendectomy the trocar was not functioning properly, gas was leaking from the top of the trocar at the port and not filling the abdomen. The trocar had to be replaced three times as the second and third trocars also leaked in the same manner. The procedure time was extended. There was no pt injury. This report is for one of the three trocars that was reported to have leaked. See related MFR reports # 2134070-2012-00232 and #2134070-2012-00233.